Event description:
It was reported that this right ventricular (rv) lead was scheduled for lead revision due to upon evaluation of a chest x-ray as well as abnormal lead measurements, it was determined at post operation visit that the lead had dislodged. During the procedure, multiple attempts were made to retract the helix but was unable to do so. Upon assessment of the distal tip of the lead, the helix had a very large chunk of septal tissue lodged within it. Additional information indicated that this lead exhibited low sensing, low out of range impedance and high threshold with no capture at maximum output. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix difficulty and tissue/blood stuck in helix allegations were confirmed based on the field report and the finding of dried blood/body fluid and tissue entwined in the helix. Further, known inherent risk was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for lead revision due to upon evaluation of a chest x-ray as well as abnormal lead measurements, it was determined at post operation visit that the lead had dislodged. During the procedure, multiple attempts were made to retract the helix but was unable to do so. Upon assessment of the distal tip of the lead, the helix had a very large chunk of septal tissue lodged within it. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for lead revision due to upon evaluation of a chest x-ray as well as abnormal lead measurements, it was determined at post operation visit that the lead had dislodged. During the procedure, multiple attempts were made to retract the helix but was unable to do so. Upon assessment of the distal tip of the lead, the helix had a very large chunk of septal tissue lodged within it. Additional information indicated that this lead exhibited low sensing, low out of range impedance and high threshold with no capture at maximum output. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will be returned for analysis.